Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03258. Follow up information identiifed the patient reports the wound site has healed.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03258. It was reported the lead site eroded. The patient underwent surgical intervention on (B)(6) 2018 where the leads were explanted. Follow up information identified two leads were returned for analysis. It was confirmed only one lead had eroded through the skin, however both leads were explanted. Device information is unknown.

Manufacturer narrative:
Model 3189. The reported event cannot be analyzed via laboratory testing.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03258. Upon device return to the manufacturer it was determined the leads are model 3189 and device information remains unknown.